Event description:
Information received indicates the bed will not stay flat while in the hi/low position. The foot hi/low will drift down.

Manufacturer narrative:
The technician found the hi/low foot down valve is stuck. The technician replaced the valve to repair the bed.